Event description:
It was reported to medtronic neurosurgery that there seemed to be a sealing issue between the tubing and the main line stopcock as air kept entering into the line. According to the report, a transducer and a closed end-cap was also being used. The report stated that the line was primed several times; however, they couldn¿t get the air bubbles out. According to the report, the patient has been discharged.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of device performance was not po ssible. A review of the manufacturing records showed no anomalies. (B)(4).